Event description:
The customer contact reported the device sparked. The pump was returned to the central service dept with an unsigned note that stated, "alarmed low battery; plug in back not in all the way; when tried to plug in, started sparking." No tracking info was provided; therefore, specific pt info, pump programming, or event details were not available. There were no reports of any adverse pt events while the device was in clinical use.